Event description:
On march 1, 2010, a doctor reported that a patient had two veneers debond on three separate occasions after initial placement with nx3.

Manufacturer narrative:
The doctor reported that two veneers that had been seated using nx3 had de-bonded three times in a patient. The patient is doing fine and the veneers have been recemented using a different lot. No further incidents have occurred. The actual product involved in this incident was not returned to kerr corporation for evaluation; therefore, a retain sample was tested for adhesive strength. The results indicated that the product was within specifications and acceptable for product performance. Retain sample was tested.